Event description:
Baxter affiliate reports one incident of a pt death. No further info available.

Event description:
Baxter affiliate reports one incident of a pt death after dialysis treatment. Pt was at home and complained of pain in her chest. In the ambulance the pt lost consciousness with no spontaneous respiratory movements and no heart activity. Pt was immediately resuscitated and rare heart contractions were recorded. No add'l info available.